Event description:
It was reported that during the procedure the subject retriever was used for two passes. The physician noted that the m2 vessel was injured and bleeding and had occurred during the first pass. The procedure was not completed and the current status of the patient is unknown. No additional treatment was given for the vessel bleeding and the patient was discharged from the hospital without problem. No further information provided.

Manufacturer narrative:
D4 expiration date ¿ added. H4 manufacturing date ¿ added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu. As per the available information, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was average tortuosity. The reported patient vessel perforation is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the subject retriever was used for two passes. The physician noted that the m2 vessel was injured and bleeding and had occurred during the first pass. The procedure was not completed and the current status of the patient is unknown. No additional treatment was given for the vessel bleeding and the patient was discharged from the hospital without problem. No further information provided.